Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that there was no x-ray, it showed a ray green circle but no response when the hand switch and footswitch were pressed. The device was back to normal use after multiple restarts. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse examined the cables, related parts, led status and confirmed that the hv injector's connection cable was faulty. The fse unplugged the injector cable and replaced hv injector's connection cable to resolve the issue. After the replacement, the device was returned to use in good working order.

Event description:
It has been reported to philips that x-ray was not possible during a procedure. The x-ray indicator was green, showing that x-ray was ready, however when pressing the handswitch or footswitch, x-ray was not possible. Several reboots did not resolve the issue. No harm has been reported to philips. Philips has started an investigation of the reported event.